Event description:
On the day of the event ((B)(6) 2011) the customer contacted call center personnel to report: small leak underneath the shear valve area on the beckman coulter - coulter lh 750 hematology analyzer instrument and that the volume leaked was approximately 1 tablespoon of slightly bloody liquid. The instrument was not giving any differential results (non-numeric incomplete computation). No erroneous results were reported. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment are associated with this event. On (B)(4) 2011, a field service engineer (fse) replaced differential shear valve for differential incomplete computation and the leak. Root cause for the leak was a leaky diff shear valve.

Manufacturer narrative:
(B)(4).